Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no additional actions were taken to resolve the reported issues. The lead was explanted and not replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type lead effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that they incised and drained the wound on (B)(6) 2018. They ordered a gram stain, culture, and sensitivity from the wound dehiscence secretion; no organisms were found and there was no growth after three days.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the anchor site incision had pus on the morning of the report. Twenty days prior to this, the site was swollen, but resolved in a couple of days. Upon examination, the bottom part of the incision looked dehiscent. The hcp cleaned and covered the wound and prescribed antibiotics to the patient. They also requested authorization for wound revision. It was further noted that this was a small, open wound at the site of the lead insertion and there was a possible infection. Impedances were checked and were normal. The hcp was going to check with the patient on the following monday to determine if more intervention was needed. This issue was not resolved at the time of the report and was noted to be ongoing. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the event was resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that more antibiotics were given as the patient presented with wound dehiscence again on (B)(6) 2018. They ended up removing one of the leads, which was closer to the wound dehiscence, on (B)(6) 2018 and this was not replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the remaining lead was removed without replacement on (B)(6) 2019 to prevent an infection; the lead was disposed of according to biohazard instructions. It was noted that the anchor was visible through the skin. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient is going to a wound care facility but actually did not have an infection. No further patient complications were reported as a result of this event.